Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) would not charge up. There was a communication problem and the patient was seeing a reposition antenna screen on their recharger. They were unable to communicate with their patient programmer. An overdischarge was suspected. The patient had other things going on and had not charged their device for a few weeks prior to (B)(6). The patient noticed that they couldn¿t charge their device on (B)(6). The patient was in pain on (B)(6) and they went to recharge but it wouldn¿t do anything. The patient met with a manufacturer representative on (B)(6) and could only get 2 coupling bars. The coupling issues started suddenly about a month prior to (B)(6). An antenna locate feature was used and they got a range of 50-66. An ins flip was suspected. The patient noted that they had a fall and after the fall they were only able to get 2 coupling boxes filled. It was unknown when the fall occurred. An x-ray was performed and an ins flip was confirmed. The patient had a revision surgery to flip and re-anchor the ins on (B)(6). After the revision the system was still working properly and the patient was doing well. If additional information is received, a follow up report will be sent.